Event description:
A dialysis facility reported that there was excessive fluid removed from a pt during a hemodialysis treatment. The pt c/o cramps 15min. Before the end of treatment and was given 300cc of saline. Based on the pre and post weights, saline given and what the machine indicated was removed, there was fluid weight loss variance of approx 1.9kg. The pt was discharged in stable condition.